Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-62-user had poor technique test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for erratic blood glucose test results. Sister is calling on behalf of the customer. The customer is concerned with tests results of 599 and 135mg/dl. The expected fasting blood glucose test result range is 75 to 95mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call on (B)(6) 2019, a blood test was performed by the customer and produced test results of 116 and 132mg/dl fasting using true metrix meter. The test strip lot manufacturer's expiration date is 06/25/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6). Customer is concerned with back to back test and obtained 599mg/dl and 135mg/dl unknown if fasting or non-fasting. Customer has gestational diabetes. Customer does not know her a1c and is not on medication at this time. Sister states doctor is giving her an opportunity to control her glucose with her diet. Customer was testing from two different hands and using alcohol pad. Customer is storing strips correctly but admits to eating donuts, drinking soda, and eating candy a few hours before testing.